Event description:
During a coronary artery drug eluting stenting treatment procedure a dissection d occurred. The index procedure treated 2 target lesions. Lesion 2, a trifurcation located in the lad proximal, left main and the proximal circumflex artery. Lesion 1 was treated with 2 stents, taxus express 2, 2.75 x 20 mm and 2.75 x 16 mm respectively. A dissection d occurred during placement of a 2.75 x 20mm stent in lesion 2. The dissection was treated by placing 3 additional taxus express 2 stents in overlapping fashion, 2.75mm x 28mm, 2.50mm x 24mm and 2.50mm x 24mm. All stents were direct stented and post dilation. Dissection type d occurred during index procedure in lesion 2. Pt was discharged 2 days after index procedure complete. The event outcome is resolved, with residual effects and possible study devie relationship. No further complications were reported.